Event description:
It was reported that there was potential t-wave oversensing (twos) on right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.